Manufacturer narrative:
Additional information: the balloon was negatively prepped with no issue. The device was passed through a previously deployed medtronic everflex stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the evercross pta balloon catheter was received loosely coiled within a zippered closure pouch. Upon removal from the pouch it was noted that sanguine residue covered the balloon chamber and that the balloon chamber was longitudinal ripped. A visual audit of the returned device concluded that all components of the 150mm balloon length evercross catheter are accounted for. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an evercross pta balloon catheter, along with non medtronic 6fr sheath and .014 guide wire to treat a severely calcified lesion in the left mid to proximal sfa. With chronic total occlusion (cto-100%). The vessel diameter and lesion length are 7mm and 200 mm respectively. A non medtronic inflation device was used to inflate the balloon. There was no damage noted to packaging or issues noted when removing the device from the hoop/tray. The device was prepped as per IFU with no issues noted. It was reported that during balloon inflation a pin hole balloon leak occurred at 8atm. This occurred during second inflation. The device passed through a previously deployed stent. No resistance was encountered when advancing the device. The procedure was completed with a 6 x 120 nanocross balloon. There was no patient injury reported.